Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process and occlusion alarms occurred. Customer changed supplies to address the issues. There was no reported adverse impact to the customer¿s blood glucose level.